Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, user informed the technical support engineer (tse) that arm 2 was not free to move, and the system onsite was not posting. The user decided to disable arm 2 and use arm 1 in its place. The error identified was 2202, indicating that the arms were separating without making contact. The user continued with the procedure using the remaining arms without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the failure analysis found stiff motion on yaw during backdrive test, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. As a result of these findings, failure analysis was able to conclude that the yaw motor module and harmonic drive were found to be the root cause of the reported event.